Event description:
Coupling and communication issues were reported. About three to four months ago, the patient began having to recharge daily. Prior to that, she was able to recharge every few days. The patient had been unable to recharge her neurostimulator for about two weeks. Additional information received reported the patient attempted to recharge about two weeks ago, although it was unclear if a recharge session actually took place. Additional information received reported two physician mode recharges were unsuccessful in reestablishing coupling. The patient was pursuing battery replacement.

Manufacturer narrative:
Lead model 39565-30, serial # (B)(4), implanted (B)(6) 2008, explanted unk; extension model 3708140, serial # (B)(4), implanted (B)(6) 2008, explanted unk; extension model 3708140, serial # (B)(4), implanted (B)(6) 2008, explanted unk.